Manufacturer narrative:
The reported complaint could not be verified. Multiple diligence attempts for part return were unsuccessful so no evaluation or root cause analysis could be made. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen would not calibrate and the pointer was out of alignment. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.